Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as noncompliance as the patient did wear a mask. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On the same day, the patient began treatment with cefazoline 2 grams per day, for sixteen days, (route not reported) and gentamicin 80 milligrams per day for sixteen days, (route not reported) for the event of peritonitis. Dianeal therapies were ongoing. The patient was discharged sixteen days after admission and was recovered from this peritonitis event the same day. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.